Event description:
Following a percutaneous coronary intervention (pci) an angio-seal device was deployed to close the arteriotomy site (date unknown). Hemostasis was not achieved; manual pressure was applied to achieve hemostasis. Within 24 hours following, pedal pulses were absent. An angiogram of the affected leg revealed high levels of calcification approximately .5 to 1 cm above the bifurcation. The pt underwent surgery; the angio-seal components were removed; thrombolytics were also administered. Post surgery, the pt developed renal and liver failure. It could not be determined if these events were related to the surgery or contrast used during the procedure. The pt was reportedly not doing well; prognosis was not favorable. The physician stated he felt the lumen was large engough for an angio-seal device.